Event description:
It was reported that right hip revision surgery was performed.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and synergy stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head and bhr cup. Similar complaints have been identified for the modular sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. It cannot be determined to what extent the patients reported injury and her comorbidities had to her pain and clinical status. It is unknown if the evidence of fretting and scratches to the components could be a result of the patient¿s class 3 bmi (severe obesity) which may have led to accelerated wear and metal debris. Elevated metal ions and intraoperative findings degeneration of hip abductors, pseudotumor, and fluid within the hip can be seen as a result of trunnionosis and metallosis: however, the root cause of the metallosis and pseudotumor cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.